Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the qvent flow sensor (B)(6) (sensirion) replaced by rga solved the problem.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the qvent flow sensor ((B)(6) (sensirion) replaced by rga solved the problem. Hamilton medical ag complaint number: (B)(4).